Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the caller declined additional assistance. The case was subsequently closed by cts.